Event description:
After 31 hours into vv run, the deltap rose 4 points to 19 mmhg. At the time the pint was 158 and part was 139. Flow was 4.2 lpm at 2850 rpm with a centrifugal pump. The pt had been given a bolus of heparin (5000 units) and continued to be heparinized with the lowest act noted at 182. After 33 hours in use, the deltap rose to 40 mmhg and the hls-set was changed out. (B)(4).